Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a skin flap infection, resulting in extrusion of the receiver stimulator. The patient was prescribed oral antibiotics (type and date not reported). The implanted device remains.